Manufacturer narrative:
(B)(4). Note: a correction from serious injury to malfunction. DHR file is not available for review. A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2012 and is approximately 4.5 years old. The sample device was never returned to teleflex for investigation purposes. Probable cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
The driver bogged down, stopped and would not insert. This driver has been taken out of service and will no longer be used. It tested ok on training bone. The patient is deceased.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The driver bogged down, stopped and would not insert. This driver has been taken out of service and will no longer be used. It tested ok on training bone. The patient is deceased.

Manufacturer narrative:
(B)(4). DHR is not available for review. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable and a solid green led light was displaying. Although not damaging, the driver was displaying heavy cradle marks on the sides of the handles. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion: 2.25 secs. Other remarks: hard profile (105 lbs/ft3). The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 2.25 seconds. No further testing was attempted. The complaint has been confirmed. A section of the IFU will be referenced as part of this investigation report. The IFU states, "as is the case with any emergency medical device carrying a backup is strongly advised protocol". And, "do not use excessive force during insertion. Let the ez-io power driver do the work". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2012 and is approximately 4.5 years old. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Event description:
The driver bogged down, stopped and would not insert. This driver has been taken out of service and will no longer be used. It tested ok on training bone. The patient is deceased.